Manufacturer narrative:
Product event summary: data files were returned and analyzed. The data files did not show any system notices or issues. The sheath was not returned and the reported air ingress issue could not be confirmed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a cryo ablation procedure, the physician observed air bubbles in the sheath with aspiration and several attempts were made to straighten the catheter. The physician noted that the catheter was malformed from repeated removal from the sheath and this could cause air ingress in the sheath. The balloon catheter was replaced and the sheath continued to be used. The procedure was completed with the cryo console and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.